Manufacturer narrative:
The other devices listed in this report: cat. No.: 623-00-40e, trident 0 deg insert 40mm, lot code: unknown. Cat. No.: 06-4025, c-taper cocr lfit head 40mm/+2.5, lot code: unknown . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report. Not returned to manufacturer.

Event description:
Patient was revised due to hip pain.